Event description:
Pessary didn't work so they implanted a mesh. Pt now has had infection, pain, urinary problems, IV therapy, anemia, abscess which was surgically removed with a drain placed. She was hospitalized for 2 1/2 weeks and treated and now is better. Rptr says hosp has not reported this problem: